Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in (B)(6) 2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called on behalf of her son to report that they obtained blood glucose readings of lo (indicative of a reading below 20 mg/dl) at 10:32 p.m. And 97 mg/dl at 10:34 p.m. On the contour next link 2.4 meter. The customer did not experience any symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.